Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, poor aspiration was experienced during ultrasound. An alternate phaco handpiece was used to complete the case. There was no patient harm.

Event description:
Additional information was received clarifying the customer also reported observing a crack in the handpiece cable.

Manufacturer narrative:
Additional information provided. The company service representative examined the phaco handpiece and noted bad suction and a crack in the cable. The phaco handpiece was received and a visual assessment of the returned phaco handpiece found a damaged and discolored nonconforming cable. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the phaco handpiece to meet product specifications. The phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications per manufacturing test procedure (mtp). The phaco handpiece was manufactured on july 23, 2012. Based on qa assessment, the product met specifications at the time of release. Testing found the phaco handpiece to functionally meet product specifications per mtp. Therefore, the customer reported event of poor aspiration could not be confirmed. Unrelated to the reported event, the cable was found nonconforming. How and when the cable became nonconforming remains inconclusive. The phaco handpiece was found to functionally meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The damaged cable was confirmed indicating issues with cable reliability; however, based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).